Event description:
New information received notes that the device and lead were explanted and replaced on (B)(6) 2023. No further adverse patient consequences were reported.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
Related manufacturer reference number: 2017865-2023-36211 it was reported that patient presented remotely with over-sensing noted on the patient's implantable cardioverter defibrillator. Further examination via x-ray imaging revealed left ventricular lead dislodgement, resulting in loss of capture. Surgical intervention was planned for the lead dislodgement and the device will continue to be monitored. The patient was stable throughout.